Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0b. Pump passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomaly noted. No unexpected a47 alarm anomaly noted. No unexpected a17 alarm anomaly noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from reservoir tube window corners, missing end cap sticker and corroded battery tube. The test infusion set and reservoir does lock into place.

Event description:
Medtronic received information that a17, a21, a47 occurred. There was no adverse impact or consequence reported as a result of this event.